Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and no blood observed. A kink was found on the inner lumen approximately 6.1cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was detected on the membrane approximately 22.9cm from the rear seal measuring 0.013 cm respectively in length. No blood was found in the catheter tubing, however a leak was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) blood was seen inside the inner lumen. A new iab was inserted successfully. There was no patient harm or adverse event reported